Manufacturer narrative:
Findings: there was an a-21 alarm after a battery change which is due to the faulty c13ib. The insulin pump passed the self-test. An a-17 alarm was not noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
It was reported that the customer's insulin pump had an unexpected re-start. The customer's blood glucose was 95 mg/dl and the current blood glucose was 112 mg/dl. The insulin pump's history showed that it also received a signal to low alert. Advised to disconnect from the insulin pump. Nothing further reported.